Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The safety release was not used to collapse the vessel locator wings prior to removing the device. The electronic starclose instructions for use (IFU), states the steps to remove the device during thumb advancement if resistance is met. Retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the flex-guide. Slide the safety release in the direction of the arrow on the device to collapse the locator wings. The locator wings are fully collapsed when the number ¿2¿ on the plunger exits the number window completely. Based on the information provided, the difficulty removing the device and tissue damage are likely related to not using the safety release. The investigation was unable to determine a conclusive cause for the reported sheath splitting issue; however, the difficulty to remove and tissue damage are likely related to the safety release not used to collapse the vessel locator wings prior to removal of the device. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6-patient code: 4582-no clinical signs, symptoms or conditions-n/a was removed. H6-patient code: 4559-unspecified tissue injury-no treatment was added.

Event description:
Subsequent to previously filed report, as the device was removed without closing the vessel locater wings it is possible that vessel damage occurred. No additional information was provided.

Manufacturer narrative:
Date of event: date of procedure/event was estimated. (B)(4). The device is not returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure was attempted using a starclose se device. Reportedly, the thumb advancer was unable to be advanced due to the sheath not splitting correctly and the device was pulled out without collapsing the locator wings. Resistance was felt during removal of the starclose device from the anatomy. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.